Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product evaluation product review of the skin graft mesher (B)(6) by dover on 10 march 2020 revealed they could not get the pins to close. The latching pins would not close when the calibration cutter was placed in the device so the pre-test could not be performed since the device would not lock. The cutter 1:1 failed incomplete cut due to the l cutout. Product repair of the device was performed by dover on 10 march 2020 which included replacement of the following: washers and gears additional repair included the device being disassembled, cleaned, tested, and calibrated the device, serial number (B)(6), was then tested and functioned properly. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental / final medwatch will be filed.

Event description:
After pm it was reported that the device was not meshing properly on previously recovered cadaver skin. No patient involvement. No adverse events were reported as a result of this malfunction.